Event description:
Pt reported pump issue. Rph advised her we just sent new pump in 02/2026, she said she is still using the old pump because when she received a new pump and tried to use it, it was beeping and alarming so her home health nurse suggested to return that new pump. She did not call cvs pharmacy and returned the new pump that was sent in 02/2026. Now we need to replace the old pump. Panzyga frequency: daily for 5 days every 4 weeks. Pharmacy replaced device. Unknown serial number and expiration date. Unknown if pt missed a dose or had an interruption in therapy. Unknown if adverse event occurred due to product issue. Unknown if device available for return. No further info/details or dates available. Diagnosis for use: other encephalopathy.